Event description:
After first treatment pt complained of "floaters" in both eyes, but worse in left eye. Pt received second treatment and continued to see "floaters." Ophthalmologist diagnosed a retinal tear. Tear was cauterized.